Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was implanted in either 1997 or 1998 and had the device removed in 2017. They stated the healthcare provider (hcp) was unable to take a portion of the leads out because they were in for so long and were 'too far in there'. No further complications were reported.